Event description:
Customer stated, "she was using the pad on her knees in bed started sparking." The product was returned for investigation. The customer did not claim any injury. The product was approx. 14 years and 1 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord near the strain relief. This occured because user was coiling the cord under the switch. This created stress on the cord and caused it to break. This led to the incident the customer described. The investigator also found other signs of misuse. The pad was bunched. This is observed when the pad is folded/laid. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".